Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. These were not sites of leakage. Abrasion was also noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 2. A separation was noted in the bladder of cylinder 2. This was a site of leakage. The surfaces of the separation were smooth, indicating contact with a sharp instrumentation. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the exhaust tubing of cylinder 2 at the tube/junction site to separate it. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to not fully inflating. No other adverse patient effects were reported.